Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturers. The overall baseline gender characteristics is male; the age of the patients was (B)(6) old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿early and late effects of cardiac resynchronization therapy in adult congenital heart disease.¿ journal of american heart assoc. 2019;8:e012744. Doi: 10.1161/jaha.119.012744. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications while using a cardiac resynchronization therapy (crt) system. There were patients who experienced infections, lead dislodgements, venous obstruction, pneumohemothorax, and pulmonary embolisms. There was no indication of treatment/resolution. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturers. The status/location of the crt system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.